Event description:
It was reported that the patient presented in clinic for an unrelated matter. The physician believed that the right ventricular (rv) leadless pacemaker (lp) was interacting with the tricuspid valve and was causing tricuspid valve regurgitation. The rvlp was explanted and replaced. However, it was confirmed that the tricuspid valve looked the same post explant, indicating that the rvlp was not interacting with the valve. The patient was discharged home eventually.